Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), back pain ("pain :back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure (b)6) 2012: test bilateral occlusion. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she was not claiming migration. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), back pain ("pain :back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, menorrhagia, depression, panic disorder, sleep disorder, fibrocystic breast disease, irritable bowel syndrome, neck pain, back pain and dyspareunia. She was not claiming migration. Previously administered products included for an unreported indication: depo provera on (B)(6) 2011, seasonique on (B)(6) 2010, yaz in 2008 and ortho micronor in 2007. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal"), back pain ("pain :back/ lower back pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), uterine pain ("pain in uterus"), abdominal pain lower ("lower abdominal cramping"), adnexa uteri pain ("right fallopian tube pain") and migraine ("migraine / headache"). The patient was treated with surgery (laparoscopic hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage and the last episode of menorrhagia had resolved, the psychological trauma, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower and adnexa uteri pain outcome was unknown and the dysmenorrhoea and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, psychological trauma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she had treatment for all the aforementioned events except "psych injury". It was reported that the device was in good position with 4 trailing coils on the right side. A similar fashion was used on the opposite left side with 3 trailing coils 011 the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 893009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, menorrhagia, depression, panic disorder, sleep disorder, fibrocystic breast disease, irritable bowel syndrome, neck pain, back pain and dyspareunia. She was not claiming migration. Previously administered products included for an unreported indication: depo provera on (B)(6) 2011, seasonique on (B)(6)2010, yaz in 2008 and ortho micronor in 2007. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal"), back pain ("pain :back/ lower back pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), uterine pain ("pain in uterus"), abdominal pain lower ("lower abdominal cramping"), adnexa uteri pain ("right fallopian tube pain") and migraine ("migraine / headache"). The patient was treated with surgery (laparoscopic hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage and the last episode of menorrhagia had resolved, the psychological trauma, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower and adnexa uteri pain outcome was unknown and the dysmenorrhoea and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, psychological trauma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she had treatment for all the aforementioned events except "psych injury". It was reported that the device was in good position with 4 trailing coils on the right side. A similar fashion was used on the opposite left side with 3 trailing coils 011 the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : reporter added, patient demographics, medical history and historical drug were added and updated laboratory test. Essure lot number added. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, pain in uterus, lower abdominal cramping, right fallopian tube pain, migraine. Previously seriousness of event genital haemorrhage was updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.